Manufacturer narrative:
All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The following is additional information received: procedure was a right left heart cath.; borderline non-obstructive disease in left circumflex; dissection prox and mid rca noted after second diagnostic shot; vessel wire and 3 bm's placed with resolution of dissection; stenting of the rca was required; estimated blood loss of 15cc; procedure outcome was successful; the patient went on to have tavr; and patient taken to ICU for further evaluation and management.

Manufacturer narrative:
This report is being submitted as follow up # 1 to provide additional information.

Event description:
The following additional information was reported: the tiger deep dove into the right coronary artery causing a dissection; and the patient is fine now.

Manufacturer narrative:
D4 - UDI no. - not yet required. The actual sample was not returned to the manufacturing facility for evaluation and the production lot number was not provided. Therefore the investigation is based upon the user facility information and the evaluation of a factory retention sample with the involved product code. Visual and magnification inspection revealed no defects. The distal tip was inspected electron microscopically and found no anomaly that could lead to a dissection of the coronary artery. The outside and inside diameters were confirmed to meet manufacturer specification. Resistance against bending force was determined and confirmed to meet manufacturer specification. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record, shipping inspection record and complaint files. There is no evidence that this event was related to a device defect or malfunction. The current product sample was verified to be the normal product. From the investigation result and the available information, the cause of the reported dissection of the coronary artery cannot be determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : device not returned to manufacturer

Event description:
The user facility reported dissection of the coronary artery when using the 40-5013 device.